Event description:
Drive devilbiss healthcare received a complaint involving a walker from an end user, who reported that while recovering from spinal surgery, he was "using the walker when the back right leg bent and collapsed and hurt his neck and his back and will be seeking medical attention at his next doctor's appointment." Drive has attempted to contact the end user to gather additional information and retrieve the product for evaluation, but there has been no response. Drive will file an update if additional information becomes available.